Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected a33 alarm. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.

Manufacturer narrative:
Pump passed the displacement test. Unit received with a compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or test for motor error alarm due to the compromised force sensor system alarm.